Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the bifurcated stent graft was inserted and deployed through the left artery. The ipsilateral limb(left) was extended with an aneurx iliac limb and a contralateral limb(right) were deployed without issue. It was reported that the final angiogram revealed a type IV endoleak. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results - inherent risk of procedure (endoleak), (cause of event is unknown), evaluation, conclusion: (cause of event is unknown).